Manufacturer narrative:
(B)(4). D10: item# unk tibial tray; lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately eight (8) years post-implantation due to disassociation between the poly and the tibial tray. During the revision, only the poly was revised. Attempts have been made and no further information has been provided.